Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The pace/sense portion of this lead was capped on (B)(6) 2012 and replaced with another lead while the patient was upgraded to a crt-d the shock portion of this lead remained actively implanted. Later this system was explanted due to an unspecified malfunction. The pace/sense rv lead became dislodged and the physician decided to program the device to maximum outputs on the rv lead until that lead could be revised. This depleted most of the ICD battery, so the physician chose to replace this device while replacing the pace/sense rv lead. This device and the pace/sense rv lead were explanted on (B)(6) 2013. It was discovered that the patient was occluded, so the physician referred the patient to have the all other leads explanted on (B)(6) 2013 and a new system implanted on the right side on (B)(6) 2013. This lead was retained by the hospital. Should additional information become available, this file will be updated.